Event description:
During cystoscopy, ureteroscopy, laser lithotripsy and stent placement procedure, the laser fiber broke off, approximately 2.5 cm of fiber broke off in the patients left ureter and/or renal pelvis during lithotripsy procedure. Per surgeon, it was unexpected as there had been no torque applied to the scope or fiber during the manipulation of the stone and no significant flexion of the tip was used to access the stone. As he manipulated the tip back, it was not visible and he became aware that the tip had fractured within the ureteroscope. The scope was withdrawn and the procedure aborted. The patient was apprised and was rescheduled to have surgery to attempt to remove the tip and treat the untreated stone, however the patient returned to our facility on (B)(6) 2014 after having passed the fiber while urinating. The fiber appears intact, and the patient did have surgery to treat the untreated stone, however, there was on injury noted at that time from passing the fiber.